Manufacturer narrative:
- -

Event description:
Additional information was received. It was thought the issue may be due to a lead fracture. It was thought there was no device malfunction. No asystole greater than two seconds asystole was noted and the patient is not pacemaker dependent. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. Post procedure, acceptable measurements were obtained.

Manufacturer narrative:
When additional information has been received, this event will be updated.

Event description:
Boston scientific received information that interrogation of this right ventricular lead and implantable defibrillator displayed noise and oversensing which resulted in inappropriate shocks. The patient with this device is not pacemaker dependent and did not experience any syncopy. The noise was reproducible with arm movement and during patient breathing. In addition, impedance measurements revealed variable measurements from 500 ohms to 1200 ohms. The right ventricular lead threshold measurements had increased slightly since implant. An x-ray revealed this lead was stretched and there was a kink at the clavicular region. It was thought there may be a device malfunction or connection issue. This device has been programmed to monitor only and the patient remains hospitalized until a revision procedure is performed. No further patient symptoms were reported.